Event description:
A customer observed two incidents of discrepant results when using the vitros 5,1 fs analyzer. Mis-association of testing results with the wrong sample ID may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation found that the most likely cause of the events was an error during the manual programming of the samples involved. Analysis of data log files including the event concludes that manual sample programming occurred for the samples involved. There is no indication that the instrument malfunctioned. No erroneous results were reported out of the laboratory. The root cause of the event is user error.